Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. High right ventricular (rv) thresholds were noted. The lead was repositioned and remains in use. Upon reattaching the rv lead to the implantable pulse generator (ipg), a pacing problem was identified as a brief moment of asystole ensued after removing the alligator clips from the lead. The clips were placed back on and pacing resumed. The lead was attempted to be connected once more but asystole occurred again. The ipg was explanted and a replacement ipg was implanted and pacing resumed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.